Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be reviewed as the serial number is unknown. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case may have been due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 23mm aortic valve implanted for an unknown implant duration underwent transcatheter valve-in-valve intervention due to stenosis. A 23mm transcatheter valve was implanted inside the failing 23mm valve with no reported complications. No additional information was provided.